Manufacturer narrative:
This event was reported through a attorney, as a result of a legal claim. Due to the ongoing litigation no add¿l info is available at this time. If add¿l info is received, it will be reported on a supplemental report.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident acetabular system. It is alleged ¿after the implantation of the device, the pt began experiencing significant pain and discomfort in the area of the device and has undergone premature revision surgery to have it removed.